Event description:
A customer reported that before cataract surgery, a system message displayed and the system would not calibrate for use. One pt had already received local anesthetic, but no incision had been made. There was no pt harm.

Manufacturer narrative:
The company rep examined the system and was unable to duplicate the customer reported problem. However, system message (sm) "excessive ambient light unable to calibrate ID sensors" was confirmed in the system event log. The company rep replaced the cassette ID pcb (printed circuit board). The system was then tested and met product specifications. The replaced pcb was returned for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).